Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2016 to excise granuloma from the mid-portion of the incision site. The patient was also prescribed a course of antibiotics on that date (duration not reported). As of (B)(6) 2016 the site had healed. The implanted device remains.

Manufacturer narrative:
This report is filed march 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a seroma and abscess at the incision site as well as an infection. The patient was admitted to the hospital (date not reported) due to swelling and bleeding at the incision site and administered intravenous antibiotics. The patient was then discharged from the hospital (date not reported) and was prescribed oral antibiotics. The implanted device remains.